Event description:
On 10/31/06, nellcor puritan bennett received a report of pilot balloon disconnection from a tracheostomy tube. The caller reported the pilot balloon disconnected of tracheostomy tube and then there was the lacking of air in the cuff.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this report is not available for evaluation.